Event description:
A malfunction was reported with a code of malf 23. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy for insulin delivery, while technical support arranged for a replacement pump to be sent. Instructions were provided to the customer on how to store the malfunctioning pump and return it to tandem.